Event description:
The patient was not responsive and their blood glucose was checked on the suspect device. A result of 70 mg/dl was obtained. Paramedics were called and upon arrival they could not obtain a glucose reading. The pt was transferred to the hospital and treated with glucose. A blood test was then obtained and the glucose level was 141 mg/dl after the treatment. Level 1 glucose control was run on the system and the control was out of range. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.